Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l78721, implanted: (B)(6) 2000 product type: catheter. (B)(4).

Event description:
It was reported that the pump was empty and had been that way since 2009. The pump was alarming or beeping. The alarm was occurring every hour on the hour and the patient described that it seemed like the time has changed to a shorter interval. The patient missed a scheduled refill. It was noted that there was potentially an end of service (eos) alarm occurring, however this was not confirmed as interrogation had not yet been performed. It was noted that the pump has been turned off for a couple years. The year 2009 was then provided. The pump ran out of medication and couldn't get it filled. The patient realized how narcotized she was and didn't have it refilled on 2009. The pump was not permanently disabled and the pump continues to been every hour. It started beeping in 2009. The patient did not know why the pump was not silenced or turned off. The patient does see a healthcare provider every 2-3 months for oral medication and the pump beeps while she at the healthcare's office. The patient wanted to know the complications of having the pump removed versus leaving it in. The pump was used to infuse bupivacaine and morphine.